Manufacturer narrative:
Device evaluated by MFR: the returned guidewire had a portion of the spring tip detached and missing. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification. The distal and overall all length was unable to be measured as the spring tip was detached and missing. The medium to proximal measurements were within specification.

Event description:
It was reported that the tip of the guidewire detached. The rotawire was selected for procedure. During procedure, the rotawire tip detached in the artery . The detached tip of the guidewire remained inside the patient. A stent was placed to oppose the detached tip to the vessel wall, and the procedure was completed. No further information is available at this point of time. There were no patient complications reported.

Event description:
It was reported that the tip of the guidewire detached. The rotawire was selected for procedure. During procedure, the rotawire tip detached in the artery. The detached tip of the guidewire remained inside the patient. A stent was placed to oppose the detached tip to the vessel wall, and the procedure was completed. No further information is available at this point of time. There were no patient complications reported.